Event description:
It was reported that this pacemaker appeared to be exhibiting accelerated battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device is available for return at the facility (there was no boston scientific involvement in the case). However, device return has not been confirmed. Additional information: this product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
As of today, this product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this pacemaker appeared to be exhibiting accelerated battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device is available for return at the facility (there was no boston scientific involvement in the case). However, device return has not been confirmed.